Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented for a routine device check, a battery voltage of 2.48v and a reported longevity of less than 3 months until eri was observed even though a previous check about 4 and a half months showed a battery voltage of 2.56v and a longevity of 1.5-2.0 years until eri. An in-house estimation was performed and confirmed that the new longevity was accurate. No action was performed. The patient will be followed. The overall longevity was noted to be normal.